Event description:
Procedure type: laparoscopic cholecystectomy. Reportedly, upon completion of the procedure, the superior epigastric trocar sheet was found to have a defect. A kub x-ray was performed intra-op and read as negative for foreign bodies by the radiologist. No pt injury was reported.